Manufacturer narrative:
The unit was returned for evaluation. The unit in question is in need of preventative maintenance due to a leak at the srv (secondary relief valve) and an out of specification prv (primary relief valve). These are both items that should have been identified and corrected as part of manufacturers recommended maintenance as detailed in the helios portable technical service manual. However, the alleged incident reported could not be duplicated as operating pressure and both continuous and demand flow rate settings were found to be within manufactures specifications.

Manufacturer narrative:
Unit has been returned for evaluation. If any new information is discovered, a follow-up report will be submitted.

Event description:
Patient went into town with his wife. He waited at a bus stop (on a bank) wife did grocery shopping. As per the wife she was only gone for ca. 20 minutes. When she came back to her husband the ambulance and emergency doctor was already there. Supposedly the h850 failed and did not deliver any more oxygen. Patient is now in intensive care and received a pacemaker. It took some time for the device to be transferred to the distributor (B)(4) for examination. Examination of the device was done on (B)(6) 2019. Device was technically okay. Device has been returned to caire for investigation.